Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it contributed to the reported high blood glucose. The customer also reported that the cannula had dislodged from the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check the infusion site often to make sure the pod and soft cannula are securely applied and in place. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."

Event description:
The customer reported that her blood glucose measured 161 mg/dl at 12:26 pm on (B)(4) 2012. She was about to eat a meal estimated to contain 15 grams of carbohydrate, so she took a 2.25 unit insulin bolus. At 4:08 pm her bg had risen to 377 mg/dl and she was ingesting another 14 grams of carbohydrate, so another bolus of 5.65 units was given. Around 7:45 pm with bg measuring 354 mg/dl and eating another 16 grams of carbohydrate, she administered a 5:51 unit bolus. At 9:19 pm the device initiated a "low reservoir" alert, indicating. At 9:42 pm her bg result was 391 mg/dl and she deactivated the device. At that time she observed that the cannula was bent and no longer inserted in the infusion site.